Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm and was placed into a previously-implanted synthetic graft. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the deployment of the talent stent graft was started inside the synthetic graft. During deployment, the covered apex of the stent graft bent backward; however, the physician pulled the graft downward, and the bending was able to be corrected. The stent graft ended up being 2-3 mm from the intended landing zone. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results and conclusions: (previously-implanted synthetic graft), (placement of the device within synthetic graft).